Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance measurements falling over time, including low values. The lead is planned for revision, and currently remains in use. No patient complications have been reported as a result of this event.